Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer stated she was sleeping and woke up with high blood glucose of 490 mg/dl and then started throwing up. She might have received a no delivery alarm. She was giving herself bolus but blood glucose was not going down. Blood glucose value at the time of the hospitalization was 378 mg/dl. Customer also reported she was currently in the hospital and received a no delivery alarm during prime. Customer was advised to disconnect and reconnect and perform manual prime. She stated that there was greater resistance with plunger push and was only able to get one insulin drop out. Blood glucose value was 194 mg/dl. Customer did not have another infusion set to test. She was advised to change the complete infusion set and reservoir as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-70324.